Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported the post-operative check revealed far field r wave (ffrw) over-sensing in the atrial blanking period. Of note, there was not ffrw over-sensing during the pre-operative check. The device and lead remain in use and no patient complications have been reported as a result of this event.